Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at the time of this report. A follow-up report will be sent when investigation is completed.

Event description:
Complaint alleges: "the clips would not close. The surgeon had to use another endoapplier." No pt injury reported.